Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker-dependent patient presented to the clinic with a right ventricular lead that exhibited noise over-sensing, which resulted in pacing inhibition. The noise was reproducible via isometric exercise. No intervention was performed. There were no patient consequences.